Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes resulting in the smartpass feature to be disabled. Device data was sent to technical services (ts) for review. Ts provided troubleshooting steps and programming options to consider. Additional information was received that this patient did not receive any inappropriate therapy and was the physician decision to deactivate therapy. A stress test was performed and the signal to noise ratio was determined to be sufficient. A defibrillation threshold (dft) test is expected to occur at a future date. This device weas deactivated and the patient was provided a life vest. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes resulting in the smartpass feature to be disabled resulting in delivered inappropriate shocks. Device data was sent to technical services (ts) for review. Ts provided troubleshooting steps and programming options to consider. This device was deactivated and the patient was provided a life vest. No adverse patient effects were reported.